Manufacturer narrative:
(B)(4)

Event description:
It was reported that following implant of the pulse generator, a short loss of output was noted. The patient was asymptomatic. No changes were made and the patient would be monitored.